Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who had an external neurostimulator (ens). The patient reported that she was experiencing urinary tract infection (uti) symptoms. It was unknown if the issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event. The patient had basic evaluation trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.